Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that data log files were submitted to the manufacturer for review. It appeared that the pump was starting to have trouble maintaining the set speed compared to the prior pump speed patterns. The pulsatility index (pi) was also elevated and the power began to drift downward and continued to do so throughout the remainder of the file. CT scan was negative, but lactate dehydrogenase levels are going up, the pt has tea colored urine and appears to be experiencing speed drops at times. It was reported that it looks like the pump has thrombosis and integrilin may be implemented. Current pump log files indicate the downward trend in power noted in the prior file appears to have corrected. At the end of the file the pump does appear to be maintaining the set speed better than on prior dates.

Manufacturer narrative:
The pt remains ongoing with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The report of suspected thrombus and specific causes for the reported elevations in lactate dehydrogenase, pump power decrease/elevations, and the subsequent reported cerebral hemorrhage, and driveline infection could not be determined; however, the report of the pump not being able to maintain the set speed was confirmed based on the evaluation of the submitted log file. Thrombus, stroke, and infection are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Three log files were submitted for evaluation. The first log file, dated (B)(6) 2014, contained approximately 49 days of data, which captured one incident, on (B)(6) 2014 at 12:31, in which the pump did not maintain the set speed with no corresponding impact to pump power. The pump speed was increased to 9600 rpm from 9400 rpm at 12:09; however, the pump actual speed at 12:31 was 9470 rpm. The next event in the log file indicated that the pump was able to maintain the set speed within 100 rpm for the remainder of the log file. The heartmate ii lvad instructions for use states that the displayed pump speed will match the actual pump speed within +/- 100 rpm under nominal conditions. The second submitted log file, dated (B)(6) 2014, containing approximately 54 days of data contained one pump power elevation to 10.1 watts and occurred at the time of a pi event. A baseline power below six watts is expected for a programmed set speed of 9600 rpm. The downward trend in pump power noted in the prior file appears to have corrected. At the end of the file between (B)(6), the pump does appear to be maintaining the set speed. The patient's third submitted log file, dated (B)(6) 2014, contained approximately 37 days of data, which captured multiple pump power elevations that occurred between (B)(6) 2014. Following these events, the pump appeared to operating as intended at the set speed of 9600 rpm. The patient remains ongoing on vad support with no further reported issues at this time. The product was not returned for investigation. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information was provided indicating that the patient recently left the hospital against medical advice after presenting with lactate dehydrogenase levels of 1500 u/l with pump power elevation. The patient reportedly had recovered from two unspecified cerebral bleeds at the time of the first admission. A driveline infection during the course of lvad support was additionally reported. The patient was admitted to the emergency room on (B)(6) 2014 complaining of a headache and stated they had a nose bleed earlier in the morning that subsided. The patient denies any neurological deficits. During this current admission the patient stated that she is being compliant with anticoagulation therapy despite a reported history of non-compliance. The patient's inr two days prior to admission was 2.1, and it was reported that the ldh had returned to normal levels for this patient (300s u/l). The patient denied changes in urine color or signs and symptoms of gastrointestinal bleeding. The mean arterial pressure on admission was 70mmhg. A CT of the brain and repeat labs were to be performed, however, no results were provided. Review of the log file by the manufacturer's technical services representative indicated that the power returned to baseline and it appears the pump is operating as expected. No further information was provided.